Event description:
A complaint received by proxy biomedical on the (B)(6) 2012 via the polyform distributor (B)(4) states that a 'patient injury has occured. (B)(4) informed proxy biomedical that no additional information is available for this complaint. The pt had a proxy biomedical polyform mesh and no ethicon gynecare tvt implanted in (B)(6) 2006. No further information has been provided. The report was made by the pt's representative (B)(4) the pt is identified as (B)(6)"; their age, weight, height or medical history is unk. The polyform product lot number has not been provided to (B)(4). The hospital were the implant procedure occurred is (B)(6). The date of implantation was the (B)(6) 2006. It is unk if the intervention surgery to explant the polyform mesh took place. No other information regarding the product or the pt is available at this time.

Manufacturer narrative:
Evaluation - device was not returned for evaluation. The device is a synthetic device made from polypropylene. Mesh erosion and fistula formation is documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).